Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high and low blood glucose levels. Customer's blood glucose level went as high as 467 mg/dl. Customer blood glucose level went as low as 47 mg/dl. Customer advised the meter is not correctly stating the blood glucose levels. Troubleshooting for high blood glucose was performed. Customer was advised during troubleshooting to go to the emergency room so they may receive a valid reading and treat the blood glucose levels properly. Customer was not feeling well and was advised to call back to troubleshoot.